Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did wear a mask during pd therapy. The peritonitis was manifested by cloudy effluent. Two day after the onset of peritonitis; the patient was hospitalized for the event. On an unreported date in the same month as onset, the patient was treated with oral cipro and oral levaquin (doses and frequencies not reported). The same month the patient was treated with an unknown intraperitoneal antibiotic (discontinued the same month as initiation) for the peritonitis. Dianeal therapy was ongoing. The patient was discharged two days after admission. At the time of this report the patient was recovering from this peritonitis event and treatment with cipro and levaquin was ongoing. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.